Event description:
It was reported the patient received 28 shocks due to noise. The lead was replaced. It was also reported that the patient was traumatized by the episode. No further patient complications have been reported as a result of this event. Additional information received reported that patient was shocked due to apparent lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed. Performance data collected from the device indicates high ventricular impedance. It was reported the patient received 28 shocks due to noise. The lead was replaced. It was also reported that the patient was traumatized by the episode. No further patient complications have been reported as a result of this event. Additional information received reported that patient was shocked due to apparent lead fracture. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event interference lead(s), fracture of shock, inappropriate.